Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid right coronary artery (rca). Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 3.5x15mm xience prime stent delivery system (sds) failed multiple attempts to cross the lesion and was removed without reported issue. Additional pre-dilatation was performed with an unspecified bdc. Prior to re-insertion of the same 3.5x15mm xience prime sds, it was noted that the stent implant had dislodged. The dislodged stent implant was not found on the table. Angiogram was performed and the stent implant was not found in the patient's anatomy. Another 3.5x15mm xience prime sds was used to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.